Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that asymptomatic patient was seen for follow up. Episodes of non-sustained rv oversensing were recorded on stored egm. The device exhibited post-paced t-wave oversensing. The patient did not received inappropriate therapy during the oversensing. Programming changes were discussed and were made.